Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was discovered on the inside of the cassette door of the cycler at the end of peritoneal dialysis (pd) therapy. The peritoneal dialysis registered nurse (pdrn) stated that they noticed fluid in the cassette door upon removing the supplies at the end of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is was training and had not missed any treatments. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.